Event description:
Event description guidant received information that this implantable ventricular lead was implanted to replace a competitive lead that had exhibited high pacing thresholds. Within two hours of the implant procedure, when the patient was walking, an intermittent loss of capture was noted. The patient was immediately taken to the operating room, where the lead was successfully repositioned.